Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.